Manufacturer narrative:
Logfile review for the date of event shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. A review of the technical service onsite showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the treatment. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
An optometrist reported a patient with overcorrection in the left eye one month post lasik. Overcorrection was noted to have made the patient farsighted. Patient complaints that distance vision is very blurry/hazy. Temporary glasses were prescribed for distance. Upon follow up, patient is being monitored.